Event description:
A government agency reported that during cataract surgery with intraocular lens implantation, the ophthalmic system was used, and the patient was experienced with anterior chamber collapse and posterior capsule displacement. The system was immediately withdrawn from use, and the surgical method was changed. The procedure was successfully completed on the same day. The patient impact has not been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4).